Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Sensitivity is out of range; ventricle diode shorted on output flex. One bail, ring, and ring cover are missing. Upper case and serial number label are damaged. Lower case and both bail covers are broken and have tool marks. Lead flex cover is damaged and ring cover screw is screwed in all the way without cover in place. Printed circuit board flex is crimped. Battery contacts are compressed. Battery drawer is contaminated and has tool marks. Keyboard window is scratched.

Event description:
It was reported the sensitivity test was out of range, and minor parts (leg and hook) are missing. The epg (external pulse generator) was returned for repair. There was no patient involvement.